Manufacturer narrative:
(B)(4). Method: the infant warmer was not returned to fisher & paykel healthcare for evaluation as the customer had elected to repair the unit themselves. We requested and received photographs in which the reported discolouration of harness connectors on lower and upper housing of the warmer were clearly visible. Results: visual inspection revealed that the connectors on the head harnesses were discolored. In addition the photo also shows that the clip lock of the upper harness was cut off from the part. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloration was most likely due to poor electrical contact caused by the degradation of the harness connectors. This degradation is likely a result of swivelling of the warmer head. The connector housings were inversely installed putting the clip which locks the connection underneath the housings. If the housing was installed upside down, there is a tendency that the connection comes loose if not properly clipped which will cause heat damage on plastic due to high resistance. It is likely that this contributed to the discolouration observed. The subject infant warmer is 10 years old and a reasonable level of wear and tear is expected. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Event description:
A hospital in (B)(6) reported that an iw980 wall mount infant warmer had heater element connectors and head harness connectors that were discoloured. No patient involvement was reported.